Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer called to say that the surgeon indicated the product didn't work properly, no additional information has been provided at this time.